Manufacturer narrative:
The reported events of inadequate capture, r-wave amp variation, and low pacing impedance were confirmed. As received, only a distal portion of the lead with an extraction tool was returned in one piece for analysis. Final analysis found an external insulation abrasion exposing the outer coil, caused by friction to another device or feature of the heart, located distal to the suture sleeve tie impression on the lead.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold, low r-wave amplitude and low, within the acceptable range pacing impedance. Over current detection (ocd) was also noted. The rv lead was explanted and replaced on (B)(6) 2025. The patient was stable throughout.